Event description:
It was reported there were possible multiple infections of patients after use of an endoscopic retrograde cholangiopancreatography (ercp) scope, an endobronchial ultrasound (ebus) scope, and bronchoscopes that were shared between two sister facilities. At one facility it was reported a patient had a therapeutic ercp procedure done using a duodenovideoscope. Prior to the procedure, the patient experienced symptoms of nausea, vomiting, abdominal pain, abnormal liver function test, and gastric distention. After the procedure, the patient experienced pain in recovery and was kept overnight for observation then discharged the following day. The patient then presented to the emergency department (ed) two days post-procedure with bacteremia, nausea, vomiting, and abdominal pain. Two sets of blood cultures were taken from the patient which tested positive for klebsiella pneumoniae. The patient was admitted for treatment with intravenous (IV) antibiotics. Additionally, the patient underwent an esophagogastroduodenoscopy (egd) procedure to aspirate/suction out 2.5 liters of fluid to help with gastric outlet obstruction. The patient was eventually discharged to a palliative care home. The facility reported that at that time they had not cultured the endoscope or the reprocessor, but the device did pass adenosine triphosphate (atp) testing. The device was quarantined. This report is related to the following linked patient identifiers: (B)(6).